Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 14th related complaint for not clipping on lot # 7177532. Investigation summary: customer returned photos of a bd safe clip from lot # 7177532. Customer states that the needle cutter does not allow the needle to enter the hole for the cut. The returned photos were examined and it is difficult to determine if the needle hole is blocked and if the sample is able to function properly solely from the returned photos. According with the DHR review information above, the problem ¿no clipping¿,¿ cutter blocked¿ and ¿difficult or unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the needle hole is blocked and if the sample is able to function properly solely from the returned photos. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of bd safe-clips¿ were unable to clip or jammed during use. The following information was provided by the initial reporter: the patient's father reports the inconvenience he has had with the needle cutter, since it does not allow the needle to enter the hole for the cut, it indicates that it is as if it were sealed, does not remember the date on that this event began to happen.